Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name. Date of initial procedure. Location and incision size of dermabond application. Location welts on body. How was the wound closed? How the device was used (what layer of tissue and how many layers applied)? Was a dressing placed over the incision? If so, what type of cover dressing used? When did the reaction first occur (event date)? What does the reaction look like? Please provide details. Are any pictures available? How large of an area does the reaction cover? What was done to address the reaction? What type of medication? Dose? When (date) administered? Was the product removed? Was another method used to close the incision? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? What is the most current patient status? Is the lot number for the product known? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; weight ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). What in the physicians opinion are the factors contributing to the event? Was demabond or skin adhesive used on a previous surgery or wound closure?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Ten days after the procedure the patient developed huge welts on their body in unknown locations. The patient was prescribed benadryl, a steroid dose pack and was directed to her dermatologist. Additional information has been requested.